Event description:
In 2008, the patient reported that while she was using her prior insulin infusion device, she had elevated blood glucose readings in the 300's mg/dl 4-5 times a week. Symptoms were irritability, thirst and fatigue and she corrected her readings by bolusing insulin. She stated she occasionally received an 04 (occlusion) message but was able to clear it by changing her accessories. She stated this infusion device is no longer in use. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.